Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. There was no physical damage. There was no problem detected. Instrument passed electrical continuity test in both grips. The instrument was fully functional. No product issue was found. The instrument was found to have a frayed grip cable at the distal end. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The probable root cause of cable breakage/frayed, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. Suturing was being performed when the issue occurred. The cable was broken and frayed with no loss of cautery or thermal damage. There were no collisions of instruments and tools, and no fragments fell inside the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, force bipolar instrument was observed to have a broken conductor wire (black). The procedure was completed as planned with no reported injury.